Manufacturer narrative:
Pump received with cracked reservoir tube lip and cracked lcd window at the upper left side corner. (B)(4).

Event description:
Customer's mother reports that customer had a crack on cover at left corner of insulin pump. Customer's blood glucose was 112 mg/dl. No further information provided